Event description:
An alarm issue was reported with the adc device in use with samsung s20 with android operating system version 13. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced confusion, could not talk or respond and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucose (IV) and sugar tubes via oral administration provided by healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The freestyle libre 2 app complaint was investigated and determined that there were no issues with the freestyle libre 2 app that would have led to the complaint. The user reported signal loss. Attempted to replicate the user¿s complaint using similar configurations of samsung galaxy s20 fe 5g (android 13, 2.8.4.9335) and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with samsung s20 with android operating system version 13. Customer experienced a signal loss and was unable to obtain readings and receive glucose alarms. As a result, customer was not alerted of changes in glucose level and experienced confusion, could not talk or respond and had loss of consciousness. The customer was unable to self-treat, requiring treatment with glucose (IV) and sugar tubes via oral administration provided by healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.